Event description:
It was reported that a large volume intermate had a black mark on its filter. This was found before use. The device was filled with saline. There was no patient involvement. No additional information is available. This is report 1 of 7.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between june 05, 2014 - june 06, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.